Event description:
A caller reported that an insulin gauge displayed an amount different from what was expected, with the pump showing 41 units instead of the caller's expected 220 units. There was no adverse impact to the customer's blood glucose level. The caller had not completed the necessary steps to remove air from the cartridge, so technical support educated them on this procedure. After reloading the cartridge and cleaning the pneumatic tap, the issue was resolved with the cartridge showing a new fill estimate of 120 units, and no further assistance was needed.